Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a leak in the kink resistant tubing (krt) attributed to fatigue and wear; hole was present. Cylinder has wear at fold in proximal cylinder body. Cylinder was not pressure test due to leak was identified. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to a crack in the right cylinder connecting tube and the device not working. No patient clinical consequences were reported.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the right cylinder connecting tube and the device not working. No patient clinical consequences were reported.